Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements above 200 ohms. Technical services (ts) was consulted and noted that this is a programming error during the initial implant of the device, since the implanted shock lead is single coil and the programmed parameters are for a dual coil system. Ts instructed to reprogram the device. No adverse patient effects were reported. This device remains in service.